Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the box clearly labeled as "32mm" head but contained a "36mm" head. Surgery time extended greater than 30 minutes.